Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00044.

Event description:
It was reported that the surgeon broke at least two button lock inserters. Additional information has been requested, but no information has been provided. This is report one of two for this event.

Manufacturer narrative:
Additional information: (results and conclusions) - without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the surgeon broke at least two button lock inserters. Additional information has been requested, but no information has been provided. This is report one of two for this event.